Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with inappropriate atp and hv therapy due to noise. The lead was explanted and replaced. No more information is available.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Clavicle crush damage was noted at 36.0-36.8cm from the distal tip. The re conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of inappropriate atp, inappropriate shock, and noise.